Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient that post implant of their leadless implantable pulse generator (ipg), they experienced a low heart rate. The patient noted that their device is set to not go below fifty beats per minute (bpm) and believes it is not working. The patient used an external heart rate/blood pressure monitor and their heart rate numbers were at 40 bpm and blood pressure 129/62 while heart rate at 42bpm and felt light-headed. The device remains in use. No further patient complications have been reported as a result of this event.